Manufacturer narrative:
Unit passed functional test including displacement, rewind, basic occlusion, occlusion, prime, system sensor, and excessive no delivery alarm tests. Unit functioned properly. Unit received with minor scratched lcd reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of hospitalization for low blood glucose level of an unknown level. The customer indicated that they were pregnant and had sensor and blood glucose differences. Customer indicated that their doctor has been contacted and their blood glucose value was 190 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. Customer reported that the high blood glucose levels began 3 weeks prior to hospitalization. There were no leaks, air bubbles, site or insulin issues. The customer declined to check their settings. The insulin pump passed the high pressure test. The customer was provided with a replacement pump. No further details given.